Manufacturer narrative:
The reported events of insulation damage and oversensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion beaching the outer insulation distal to the connector boot consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that the patient suffered from syncope. During in clinic follow up, it was discovered that the right ventricular lead exhibited pacing inhibition due to oversensing noise. Insulation breach was discovered. The lead was explanted and successfully replaced. The patient was stable following procedure.